Event description:
It was reported that non-sustained ventricular tachycardia (nsvt) appeared to show post-sense t-wave oversensing (twos). The right v entricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
With concomitant medical products: 407652 lead dtma1d4 crtd implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.